Event description:
This pt was fragile with an occluded aorta. The surgeon and the pt were well aware of the risks prior to the procedure. The excluder bifurcated endoprosthesis was placed without issue. However upon removing the access sheath (not of w.l. Gore manufacture) the iliac artery ruptured. The doctor repaired this tear surgically. The pt expired the next day. Physician believes it was due to either an embolic event or a stroke from loss of blood pressure. It is co's understanding that this was a procedural issue; both death and embolization are possible procedure related adverse events as listed in co's instructions for use. No allegation of deficiency was made regarding this device and as such no further investigation or communication is warranted.